Event description:
Patient's dad noticed that a small amount of fluid was leaking from the patients chemotherapy line that came pre-primed by pharmacy near the c-clamp. Healthcare provider stopped chemotherapy and then notified pharmacy and the nurse practitioner (np). Lost about 5 ml or less from tubing. Healthcare provider took chemotherapy down to be primed again with new tubing by pharmacy. Lost tubing amount and unknown small amount on bedding. Pharmacist said it was fine to not get a whole new bag made and felt patient would be okay with the amount loss being less than 6% of total dose. Manufacturer response for set, administration, intravascular, alaris (per site reporter). Waiting for their response.